Manufacturer narrative:
Additional procode: kwp; kwq; mnh; mni; osh. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a spinal fusion procedure, the final tightening expedium construct, six (6) setscrews and final tightening shaft stripping. There was no surgical delay. There were no fragments generated. There were no patient consequences. The procedure was successfully completed using a replacement shaft. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown), unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) single-inner setscrew. This is report 7 of 8 for (B)(4).